Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the return of symptoms was urinary incontinence and urinary urgency. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had ¿problems¿ with her device in 2014. The patient confirmed she was referring to a return of symptoms. The patient stated she met with a manufacture representative (rep) and he tried to ¿get it back on¿. The patient stated the healthcare professional (hcp) notified the rep sometime in 2014 about the problems the patient was experiencing. The patient noted they got it back on in 2015. The patient noted the device was replaced on (B)(6) 2015. There were no further complications that have been reported as a result of this event.